Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was noted that the patient experienced high blood glucose levels due to a controller issue. The controller screen turned white and was not able to be reset. Symptoms reported include hyperglycemia. The patient was transported to the hospital via ambulance and was intravenous fluids and manual insulin injection.